Manufacturer narrative:
Ge representative evaluated system and found faulty interconnect cable which the customer will replace. The ge rep also found the hard drive corrupted. He reformatted the hard drive to correct the lost/not saving images problem.

Event description:
It was reported that the system was losing, or not saving, images and that intermittent communication errors were occurring.